Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. The cause of the overdose symptoms was unknown. The pump was decreased to the lowest simple continuous.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving morphine (25mg/ml) via intrathecal drug delivery pump. The indication for use was not noted. It was reported that the patient was showing signs and symptoms of overdose (od) per intensive care unit (ICU) registered nurse (rn). The patient was not awake and not able to follow any commands. The patient was unconscious. No environmental, external, or patient factors were reported to have caused this issue. The pump was decreased to lowest simple continuous rate of 1.6mg/day. The issue was not resolved at the time of the report. It was unknown if surgical intervention was planned. The patient was reported as "alive - with injury." There were no further complications reported at this time.